Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse observed that the bleach chamber (vc5) was filling with fluid. The fse discovered that there was an improper chamber installed in place of vc1. The improper installation affected the vacuum system allowing fluid to be pulled into bleach chamber and overflowing the chamber out of the vent line. The fse replaced vc1 with the proper chamber and fluid was no longer pulled into vc5 when the bath drained. During the operation of the instrument all other baths drained properly and fse found no evidence of results being affected. Repairs were verified per established procedures. Results meet published performance specifications. Root cause for the leak was the improper chamber installation of vc1. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a small fluid leak somewhere on the main diluter panel of the coulter lh 500 hematology analyzer that was dripping onto the laser shield. Customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed; however, it is readily available. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment attributed or associated with this event.